Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
Nevro received the following report: a patient reported headaches several months after implant. The patient declined reprogramming and elected to have the device explanted. There have been no reports of further complication.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.